Event description:
Complainant alleged that during a routine preventative maintenance check, the device's manual override switch was found broken and not functioning to specification. The complainant indicated that there was no pt involvement in the reported failure.